Manufacturer narrative:
This report is filed on march 26, 2019.

Manufacturer narrative:
This report is submitted on january 14, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced necrosis and wound dehiscence at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2019 and the patient was reimplanted with another device.